Manufacturer narrative:
Hardware low level failures alarm during self test and confirmed in the pump history file due to broken trace on u1 keypad assembly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump alarmed for hardware low level failure. Customer¿s blood glucose was 210 mg/dl. Customer performed self test and passed as well as bolus was recorded in daily history. Insulin pump will be returned for analysis.